Manufacturer narrative:
A customer from outside the united states reported observation of elevated results for quality control (qc) and patient samples when running atellica im total hcg (thcg), lot: 361. The discordant samples had been tested using the same initial reagent pack. The affected reagent pack was removed, homogenized, and used to re-test controls, and failing results were produced again. When this pack was visually inspected, it was noted that the access port (normally sealed with a pierced septum) for the reagent probe was grossly enlarged; it is believed that this is due to mechanical interference/friction. Siemens is investigating.

Event description:
The customer reports observation of elevated results for quality control (qc) and patient samples when running atellica im total hcg (thcg), lot: 361. The customer identified a qc excursion (elevated results) for thcg, and repeat-tested 36 samples tested since last good qc on other atellica im analyzers. For two patient samples, initial results were above the applicable reference interval for non-pregnant females, and repeat results were within or below that reference interval. Observations were limited to a single reagent pack. There are no allegations of patient harm, changes in treatment, or delays of diagnosis in association with the observed discordance.

Manufacturer narrative:
A customer from outside the united states reported observation of elevated results for quality control (qc) and patient samples when running atellica im total hcg (thcg), lot 361. MDR 1219913-2025-00040 was initially submitted on 18-feb-2025. Update, 14-apr-2025: siemens has concluded the investigation. All three levels of qc samples were elevated prior to re-testing. The elevated patient and qc results were all produced from the same reagent pack. Qc was within range on the same day when other reagent packs were used, and no issues were reported for any other reagent packs. Inspection of the affected reagent pack showed that the film covering the reagent reservoir had an unusually large access hole. Following replacement of the identified reagent pack, thcg assay performance returned to normal. The issue was isolated to a single reagent pack; no systemic product problem was identified. The issue was resolved by replacing the reagent pack, and no further issues were reported. Note: in section h6, the codes for investigation findings and investigation conclusions have been updated.